Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of a thoracic aortic dissection using two gore® tag® conformable thoracic stent graft with active control system. A minor endoleak from the proximal entry but the physician decided to monitor it. On (B)(6) 2024, a follow-up exam revealed a suspected proximal type I endoleak, a distal type I endoleak and a proximal migration of the distal gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2024, a reintervention was performed. The left subclavian artery - the left common carotid artery bypass was created. A gore® tag® conformable thoracic stent graft with active control system was implanted proximally from zone 2. A cannulation was performed to the celiac artery and it was used as a merkmal and it was planned to implant a second gore® tag® conformable thoracic stent graft with active control system distally, up to the celiac artery. However, the catheter which was inserted into the celiac artery came out in a halfway and it was not able to cannulate to the celiac again. The plan was changed to implant the second gore® tag® conformable thoracic stent graft with active control system up to the superior mesenteric artery (sma). The second gore® tag® conformable thoracic stent graft with active control system was implanted and it was confirmed that the distal type I endoleak was resolved. It was reported that it was confirmed the blood flow to the celiac artery from the collateral artery of sma. The patient tolerated the procedure. Reportedly, the proximal type I endoleak was suspected but not confirmed by images. * the proximal endoleak is captured in mpdcase- (B)(4) and the distal type I endoleak and the proximal migration are captured in mpdcase- (B)(4) (this case).